Event description:
It was reported the patient had worsening pyelonephritis. It was noted the patient experienced pelvic pain, vomiting, and burning urination on 2011-(B)(6). It was further noted the patient experienced nausea, vomiting, dysuria, and fever on 2011-(B)(6). It was reported the patient was prescribed cipro for ten days and IV rocephin. It was noted the patient¿s symptoms resolved without sequelae on 2011-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v534733, implanted: 2010-(B)(6), explanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).